Event description:
The customer reported that the system was not booting. Not pt injury was reported.

Manufacturer narrative:
The svc rep checked all voltages, reseated all connectors and all pcb, and verified the system is operating by fluoroing in low and high technique before returning back to the customer. The system operates as intended.